Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch : null.. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent total knee replacement on (B)(6) 2015 with dr. (B)(6) with an attune ps fixed bearing knee. Patient was revised due to a loose tibial component on (B)(6) 2017. All attune implants were extracted and new sigma revision components implanted. Patient consequence? :unknown. Patient consequence description:loose attune tibial component. Action taken for procedure:revision of right total knee. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.